Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited intermittent oversensing noise stored as non-sustained right ventricular oversensing (nsrvo) episodes. Lead revision was discussed, no changes or interventions were reported. There were no patient consequences.